Manufacturer narrative:
Evaluated one open/used reservoir performed manual inspection and found snap-cap detached from reservoir¿s barrel, and found snap-cap attached to transfer guard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had ring of reservoir got loose. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.